Event description:
An unknown size length aneurx bifurcated and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology are unknown and the aortic neck was 4cm in length with some calcification. It was reported the iliac limb was inadvertently deployed outside the contralateral gate; however, that was not appreciated until a final angiogram was performed and an endoleak was noted. A CT scan revealed 3 lumens. The physician elected to convert the device to an aorto-uni-iliac system by deploying 2 aortic cuffs in the flow divider and then performed a femoral-femoral bypass. This was done successfully and at the end of the procedure there was no endoleak present. No additional information was received and the patient is reported to be fine.